Event description:
Nasal gastric tube adapter for liquid nutrition device separated where the small flexible part fell off into the crib area. Based on the age of the patient, the patient may have experienced a choking hazard. Nicu patient requiring feeding via ngt. Broken device found in crib.